Event description:
Report received from abbott international (abbott-australia) which states, "upon attempting to remove an epidural catheter from a patient, approximately 2.5cm of catheter was left in the patient. Subsequent x-ray revealed no catheter left in the patient. However, when the removed portion of the catheter was also x-rayed, the image was very faint and inadequate. The catheter was being removed because the anesthesiologist found blood when drawing back on the syringe. The pt has not experienced any symptoms." Additional patient and event information has been requested, but no further information is available.